Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 252, blood glucose reading 346mg/dl. It was also reported that the customer had bent cannulas. Troubleshooting occurred. No additional information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened and used sensors were inspected and a bicarbonate buffer test was performed. One of the two sensors failed for low readings and the other one passed per specification with accurate readings.